Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that eight weeks post implant the patient had sepsis and septic shock. The leads were removed due to a lead infection. The implantable pulse generator (ipg) was removed taped to the patients neck and reused as a temporary ipg. A new right ventricular (rv) lead was implanted via the left jugular vein and the right atrial (ra) lead port was capped. The ipg remains in use. No further patient complications have been reported as a result of this event.